Event description:
A customer reported that balanced salt solution (bss) would not stop leaking during a cataract with intraocular lens (iol) implant procedure. The system was exchanged and the case was able to be completed without harm to the pt.

Manufacturer narrative:
A review of the service report indicates that the customer experienced leaking balanced salt solution (bss) with their system. The company rep examined the system. The company rep did not indicate replicating or confirming the customer reported event. The company rep found system message (sm) (footswitch not connected at system start up, or footswitch disconnected when system is on) in the system's event log. The sm is unrelated to the customer reported event. The company rep replaced the footswitch cable to address the sm. The system was then tested and met product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause is unk. (B)(4).